Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''bleeding or hematoma - apply light digital or manual pressure to the puncture site. If manual pressure is necessary, monitor pedal pulses.'' The complaint could be confirmed for hematoma as alleged in the complaint description. In the absence of the device or the or report, no conclusion can be drawn to the cause of the event and the relationship of the device to the reported event cannot be substantiated based on available information. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used, and a hematoma occurred hours after the procedure. Active bleedings were shown on computed tomography angiography (cta) and the patient was brought to the or to close. Groin exploitation was done, and the common femoral artery (cfa) was closed with prolene 5.0. The procedure performed for the patient prior to use of closure device was a retrograde puncture using an 8fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, not with access nor with closure. Access was done by ultrasound. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable after groin exploitation and closing by vascular surgeon. Hemostasis was achieved by the patient being stitched up by vascular surgeon. There were no other devices or equipment used with the reported product. Additional information was received on 26nov2020. There was significant blood loss and tension decrease, so it can be said that blood loss was greater than 250cc; was reported as "b urgency on ok".